Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 548 mg/dl and the cause was not known. The customer went to the emergency room (ER) and was administered a bolus via insulin injection. The customer did not provide further information and although multiple attempts were made, additional information regarding the event was not provided.